Manufacturer narrative:
The medical center discarded all product at the time of explant. The loqi study gave no further details on the cause of the ischemia attributed to the use of impella. The manufacturer will close the investigation without root cause. Should more information be shared, a final report will be filed with definitive root cause.

Event description:
The medical center had a patient in the loqi study supported by an impella cp. The cp was explanted when the team observed the pump to be occlusive to the leg/perfusion down the leg. This prompted the team to explant the pump and close the groin site by a manta. The patient was later placed on an iabp for hemodynamic support. The limb ischemia resolved after pump removal.